Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the device was not able to be interrogated and there was no magnet response. The patient was noted to be lost of follow up for 11 years. The device remains in use. No patient complications have been reported as a result of this event.